Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was used. Three weeks later, the patient presented with a prolapse of the abdominal wall and pain. The patient underwent a reoperation and the mesh was found in the omentum with no connection to the abdominal wall. The complete mesh was covered with a thick layer of fibrin. The surgeon separated the mesh from the omentum and refixated the mesh at the abdominal wall. The mesh remains implanted.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2011-01550 and 2210968-2011-01562. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Prolapse of the abdominal wall. Prolapse of the abdominal wall. Hernia recurred. It was reported that a patient underwent a recurrent hernia repair procedure on (B)(6) 2011 and mesh was used. The patient was discharged from the hospital on (B)(6) 2011. The patient developed a hernia recurrence in (B)(6) 2011. The patient underwent a re-operation on (B)(6) 2011. The mesh was separated from the abdominal wall and the left side of the mesh was fraying. The tacks reside in the mesh. The mesh was re-fixated with sutures and tacks. The patient was discharged from the hospital on (B)(6) 2011.